Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side rupture. Concomitant products: left side 500cc mentor memorygel breast implant; cat#: 3505004bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent revision breast augmentation with a 500cc mentor memorygel, breast implant and was presented with breast implant rupture on her right side confirmed by the physician during surgery to perform a mastopexy on (B)(6) 2019. As a result, the device was explanted and replaced with catalog number 3505004bc; serial number (B)(4).

Manufacturer narrative:
On 6/4/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/27/2019, device evaluation was completed. Device evaluation summary: during analysis of the sample, it was observed to be damaged. No additional anomalies were discovered. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).